Event description:
When the physician positioned the microcatheter (select plus 150/5 cm 606s255x /lot 15123738), he planned to advance the stent through y connection, but when the whole stent was in the micro-catheter, it could not cross through and go further. Then the physician withdrew the micro-guidewire, however, the stent was deployed in the micro-catheter. The stent and the micro-catheter were removed as a unit, so the physician used guidewire to re-setup the channel to the lesion again. During the operation, the stent protection is connected with y connection. Prior and after removal from the package, the products were not damaged, and the products were prep per (IFU) instructions for use. The microcatheter or distal tip of the enterprise delivery system was not re-shaped. A dedicated and continuous flush was maintained at all time through the microcatheter. Once the enterprise was inserted, the flush was not adjusted. During advancing of the enterprise, the microcatheter was not at an acute angle. During insertion, the tuohy or y connector was closed to secure the enterprise introducer and prevent movement, and the enterprise introducer was completely seated in the microcatheter hub.

Manufacturer narrative:
During the advancement, the physician felt friction, then he withdrew the guidewire, but the stent did not withdraw successfully and stayed in the tip of the micro-catheter. Prior to feeling the friction, the device enterprise system/stent, never made it out of the microcatheter, since the friction prevented further advancement of the enterprise system, and when the physician felt friction, he could not go further, so he withdrew the stent. The friction contributed to the stent staying at the microcatheter tip, since the stent was stuck in the micro-catheter when withdrawn. The physician withdrew the micro-catheter together to take out the stent. A constant flush was maintained at all times through all the systems. After the event, the same microcatheter was not utilized to complete the procedure, since it was changed to another microcatheter to complete the procedure. After removal from the patient, neither device (enterprise delivery system (distal tip (unraveled, stretched, kink, bend, fracture, etc), stent (strut uplift or deformed, etc), or microcatheter) were damaged. The target site was the posterior communicating artery with aneurysms at the distal of the ophthalmic artery. The aneurysm was wide-necked and measured 5x6mm. Prior to shipping, no other damages were noted on the enterprise (unraveled/stretched), delivery system or microcatheter. No further information was available. This one of two products used during the same procedure on the same patient, which is associated with MFR report #1058196-2010-00192 and #1058196-2010-00193. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During advancement of the enterprise vrd through the prowler select plus microcatheter, after the entire stent was fully within the catheter, it could not be advanced further. When the enterprise delivery wire was withdrawn, the stent deployed in the microcatheter. Prior to and after removal from the package, there were no damages to the products. The products were prepped per the IFU. The microcatheter was not re-shaped and a continuous flush was maintained through the microcatheter; however, it was reported that once the enterprise was inserted, the flush was not adjusted. The enterprise introducer was completely seated in the microcatheter hub with the tuohy/y-connector closed to secure it and prevent movement. During the advancement, the physician felt friction in the proximal area of the microcatheter. Then the delivery wire was withdrawn, but the stent did not withdraw successfully and stayed in the microcatheter. Therefore, the microcatheter with the stent inside of it was withdrawn. The stent was never advanced out of the distal end of the microcatheter and the microcatheter was not at an acute angle. Another microcatheter and stent were used to complete the procedure. The stent was removed from the microcatheter with tweezers outside of the patient. Prior to shipping for return there were no other damages noted on the enterprise, delivery system or microcatheter. A non-sterile microcatheter prowler select plus was received coiled inside a plastic bag. The product was inspected and a compressed section was found over the unit. The hub was inspected and no damage was found. The ID of microcatheter was measured and was found within specification. The microcatheter was inspected under microscope and the compressed section was confirmed. The returned enterprise delivery wire was received with the stent deployed. The returned enterprise delivery wire was inserted through the microcatheter without difficulty. A lab sample 22mm enterprise was introduced into the prowler select plus and friction was felt due to the compressed section found, however, the enterprise passed thru the microcatheter. A review of the manufacturing documentation associated with this lot 15123738 found no issues that were considered potentially related to the reported complaint. With functional testing obstruction of the prowler select plus microcatheter was not confirmed; however, resistance was encountered and was due to the compressed sections of the returned microcatheter. The cause of the compressed section found over the unit could not be conclusively determined. It is possible that these compressions contributed to the reported event. Neither the analysis nor the DHR suggests a relationship to the manufacturing process. Inspections are in place to prevent these kinds of damages leaving from the facility. Procedural factors may to have contributed to this damage and the reported event. Therefore, no corrective action will be taken at this time. Based on the functional testing of the returned devices it is possible that procedural factors resulting in compressed sections of the concomitant microcatheter may have contributed to the event. There is no indication of any device related manufacturing issues contributing to the event. Therefore, no corrective actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with MFR reports #1058196-2010-00192 and #1058196-2010-00193.